Manufacturer narrative:
Frozen screen due to faulty connector on interface board. Unable to perform the self test and displacement test due to frozen screen anomaly. No long beeping sound or constant tone anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a frozen display. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.